Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -8.0 diopter, and the lens flipped in the eye. The lens was removed within the same surgery with no patient injury and the surgery was postponed. Another lens was implanted on (B)(6) 2017 with no issues. Patients post -op visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found missing pieces from haptic. Work order search: no similar complaints were reported for units within the same lot. (B)(4).